Manufacturer narrative:
Citation: van nieuwkerk ac, santos rb, andraka l, tchetche d, de brito fs, barbanti m, kornowski r, latib a, d'onofrio a, ribichini f, ten f, dumonteil n, baan j, piek jj, abizaid a, sartori s, d'errigo p, tarantini g, lunardi m, orvin k, pagnesi m, nogales-asensio jm, ghattas a, dangas g, mehran r, delewi r. Balloon-expandable versus self-expandable valves in transcatheter aortic valve implantation: complications and outcomes from a large international patient cohort. J clin med. 2021 sep 4;10(17):4005. Doi: 10.3390/jcm10174005. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, product code npt), evolutr (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the comparison of one-year outcomes between self-expanding transcatheter aortic valves (tav) and balloon expanding tavs. All data were collected from 3 national registries, 2 multi-center registries, 4 single center registries and 1 clinical trial identified through a systematic search on pubmed. Implants had occurred between 2007 and 2018. The study population included 5,410 patients (predominantly female, mean age 81 years). Multiple manufacturer¿s devices were implanted in the study population. Among all patients, 3,050 were implanted with a medtronic corevalve or evolutr self-expanding tav and 2,360 were implanted with a non-medtronic balloon expanding tav. Unique device identifier numbers were not provided. Among all patients, no deaths were directly associated with a medtronic device. Among all patients, adverse events included: cerebral vascular accident (cva), transient ischemic attack (tia), myocardial infarction (mi), valve-in-valve, permanent pacemaker implant, conversion to open heart surgery and major/life-threatening bleeding. Based on the available information a medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.